Event description:
It was reported that a flogard infusion pump was unable to turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition of cannot turn on was verified in the alarm log as an f-94 alarm. The cause of the reported condition was due to a battery issue. To correct the issue the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.